Manufacturer narrative:
The customer has discarded the monopolar curved scissors (mcs) tip cover accessory. Therefore, the root cause of the customer reported failure mode could not be determined. A follow up MDR will be submitted if additional information is received. System logs were unable to be reviewed due to incomplete instrument information to identify the specific procedure. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video clip of the reported event was submitted for review. Based on the information provided, this event is being reported due to the following conclusion: the mcs tip cover accessory fell inside the patient. The mcs tip cover accessory was retrieved and no additional surgical intervention was required. However, unintended fragment(s) falling into the patient may require surgical intervention. At this time, it is unknown what caused the tip cover to fall. While there was no harm or injury to the patient, the reported failure mode could cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a rubber on the tip of the monopolar curved scissors fell inside the patient. All fragments were retrieved and no additional surgical intervention was required. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the operating room (or) nurse and obtained the following additional information: the mcs instrument and the mcs tip cover accessory were inspected prior to use. The surgeon did not notice any issues with the functionality of the mcs instrument during the surgical procedure. The mcs instrument did not collide with any other instruments. The surgical staff did not feel any resistance upon removal of the mcs instrument through the cannula. The instrument wrist was straightened upon removal. Furthermore, the surgical staff did not notice any damage on the mcs tip cover accessory, mcs instrument, nor the cannula after the event occurred. The customer used the installation tool to install the mcs tip cover accessory and it appeared to be properly installed during the surgical procedure. The procedure was completed using a backup instrument of the same kind. No video recording of the surgical procedure was available for review.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported. Corrected information can be found the following field: b1, b2, and h1: b1 updated from "product problem" to "adverse event and product problem". B2 updated to "required intervention". H1 updated from "malfunction" to "serious injury".